Manufacturer narrative:
Date of postoperative helical blade penetration through the femoral head is unknown. (B)(4) lot number unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a trochanteric fixation nail-advanced¿ proximal femoral nailing system (tfna) nail, helical blade and locking screw on (B)(6) 2017 due to helical blade penetration through the femoral head. The nail, helical blade, and screw were originally implanted on (B)(6) 2017. The penetration of the helical blade was discovered on post-op follow-up x-rays on an unknown date. The patient was revised to a partial hemiarthroplasty with a depuy stem and head. There were black, grinding marks noted on the helical blade close to the flat portion of the blade. The surgery was successfully completed with patient outcome as expected. Concomitant devices reported: 5.0 mm titanium locking screw (part # 04.005.5xx, quantity 1) 11 mm/130 deg ti cann tfna (part number 04.037.142s, lot number h194992, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for complaint (B)(4).